Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A customer reported a thick and irregular corneal flap in a patient's left eye one day post lasik. Upon follow up, reporter informed patient's vision corresponds to set acuity. Normal post-operative course was noted with signs of edema. It was reported that this edema was a normal eye reaction due to the mechanical impact during the surgery. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A company clinical application specialist and field service engineer have visited the site and have been unable to identify an issue with the system or with the customer¿s use of the system. Review of service gels and pis showed that the system is performing as intended. The company support representatives continue to work with the customer and the field representatives to identify and/or eliminate contributing factors to these issues. However, based on the information obtained, the root cause of the events cannot be determined conclusively. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).